Event description:
Hcp reports pt has been treated with intrathecal baclofen therapy for 8 months. Presented for refill with symptoms of itching and increased spasticity. Pump refill unevenful - approriate residual volume found and programmed to same dose - 45 mcg/day of 500 mcg/ml. One day post refill pt complained of irritability, itching and minor increase in spasticity. Pt treated with oral baclofen. Later in the day, presented at the ER confused and restless - afebrile. Progressed to unresponsiveness. Treated with IV valium haldol and oral baclofen. Cpks monitored. X rays showed abnormality at the connection of the catheter was found and corrected. Pt's issue with baclofen therapy has been resolved.